Event description:
It was reported that during service and evaluation, it was determined that moving parts of the trigger did not move smoothly on the battery reamer/drill device. It was further determined that the device experienced insufficient/low power. It was further determined that the device failed pretest for check for sticky trigger and check power with power test bench. It was noted in the service order that the device had a damage button after surgery. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.